Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 04aug2025 ¿ 05aug2025 were reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 10:17:22 to 10:17:36 and from 10:23:41 to 10:23:49 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It was noted that the ac power cord became disconnected from the wall outlet. It was also noted that the mpu was not exchanged and would not be returned for analysis. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log file contained back-to-back loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2025. The mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord came loose at the wall outlet and not from the back of the unit. There were no environmental circumstances that had affected ac power at the time of the event. During these events, the system controller switched appropriately to emergency backup battery (ebb) power. These events appeared to resolve once the ac power was completely restored to the mpu. The mpu would remain in use.